Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving vibratory alerts from their implantable cardioverter defibrillator. Details on the visit were unclear. On (B)(6) 2018, the patient presented in clinic for follow-up. Upon interrogation, the device exhibited non-sustained right ventricular oversensing episodes due to t-wave oversensing. The device was reprogrammed. Patient was asymptomatic.